Event description:
It was reported that the programmer could not get telemetry. The use of another radio frequency (rf) programmer head was attempted but did not resolve the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported telemetry issue; lem (link electronic module) printed circuit board assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.